Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 823471) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine fibroids. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), hypersensitivity ("allergy "), cystitis ("bladder infection"), vaginal discharge ("vaginal discharge") and vaginal infection ("vaginal infection"). The patient was treated with surgery (abdominal hysterectomy (full) laparoscopic cystoscopy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, hypersensitivity, cystitis, vaginal discharge and vaginal infection outcome was unknown and the genital haemorrhage had resolved. The reporter considered abdominal pain, cystitis, genital haemorrhage, hypersensitivity, pelvic pain, vaginal discharge and vaginal infection to be related to essure. The reporter commented: received treatment for pain, bleeding, allergy, bladder/urinary problems : yes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: tubes are permanently blocked.. Most recent follow-up information incorporated above includes: on 29-oct-2020: medical record received lot number was added. Reporter information and medical history were added. Lab test was added. Previously reported event of genital haemorrhage downgraded to non-serious. Event of essure confirmation test(s) not conducted deleted. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 823471) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine fibroids. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), hypersensitivity ("allergy"), cystitis ("bladder infection"), vaginal discharge ("vaginal discharge") and vaginal infection ("vaginal infection"). The patient was treated with surgery (abdominal hysterectomy (full) laparoscopic cystoscopy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, hypersensitivity, cystitis, vaginal discharge and vaginal infection outcome was unknown and the genital haemorrhage had resolved. The reporter considered abdominal pain, cystitis, genital haemorrhage, hypersensitivity, pelvic pain, vaginal discharge and vaginal infection to be related to essure. The reporter commented: received treatment for pain, bleeding, allergy, bladder/urinary problems : yes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: tubes are permanently blocked.. Lot number: 823471 manufacturing date: 2011-01 expiration date: 2014-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-nov-2020: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) not conducted". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), hypersensitivity ("allergy "), cystitis ("bladder infection"), vaginal discharge ("vaginal discharge") and vaginal infection ("vaginal infection "). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, hypersensitivity, cystitis, vaginal discharge and vaginal infection outcome was unknown and the genital haemorrhage had resolved. The reporter considered abdominal pain, cystitis, genital haemorrhage, hypersensitivity, pelvic pain, vaginal discharge and vaginal infection to be related to essure. The reporter commented: received treatment for pain, bleeding, allergy, bladder/urinary problems: yes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received. Reporter information added. Case was upgraded to incident. Previously reported event injury updated to pelvic pain, abdominal pain, general abnormal bleeding, allergy, bladder infection, vaginal discharge, vaginal infection, essure confirmation test(s) not conducted. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.